Event description:
Ous MDR - on (B)(6) 2011, a lead impedance of over 3000 ohm was observed. Previously, the physician observed noise, abnormal threshold value and a high lead impedance. Although there was no noise observed at this time, it was confirmed that the lead impedance and threshold were elevated from 2 weeks previous. A lead fracture was suspected and the physician decided to remove the lead. However the whole lead was not able to be removed and the physician took out only proximal part.

Manufacturer narrative:
Ous MDR.